Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Reporter learned of revision when reading a recently published article by tice et al. Subject was revised for pseudotumor.